Event description:
Per email from (B)(6): this morning we had a patient incident during a cath lab procedure. The lead shield attached to the same arm as or portegra2 fell & hit the patient. The patient had a red spot on the face & arm where she was hit. No injury was reported. See scanned page.